Manufacturer narrative:
Insulin pump passed the displacement test. Unit was received with motor error alarm during the basic occlusion test due to loose/protruded support disk. Unable to perform the prime/compromised force sensor system test, excessive no delivery test and occlusion test due to motor error alarm. Insulin pump was received with loose drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error during bolus delivery. The customer¿s blood glucose level was 282 mg/dl at the time of the incident and declined high blood glucose troubleshooting. The customer stated that the drive support cap was flush and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.